Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they are trying to connect to the ins and are seeing a message that says data lost and the option on the screen is to end session. Patient said they feel like the device is not working. Patient said when they 1st got the device the 1st 2 programs they tried didn't work but the 3rd program they tried worked. Patient said when they came back from vacation they felt like the device had stopped working, patient traveled by air. Reviewed message screen meaning. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Event description:
Additional information was received. Caller called back and indicates seeing a por message, but indicates that they charged last night. Cleared the por, caller turned therapy on and then checked the battery levels. Caller showed 60% ins battery. Reviewed with the caller that they will need to see the healthcare professional (hcp) to get the programs back on the handset. The caller indicates that they will call their manufacturer representative (rep) who has been aware of all of what's been going on. Caller also noted on the previous call that old handset is packaged up and they will drop it off to fedex shortly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported they traveled to mexico and went through the airport metal detector and now implant is off. Patient stated they did not turn off their ins prior to going through the metal detector because they didn't know they needed to. Patient reported now therapy is off and when patient toggles therapy back on and checks therapy at a later time (patient stated two days later) therapy will be off again even though patient turned it on. Patient reported "the phone" would turn off therapy. Patient also reported they are experiencing symptoms. And that they are currently unable to check their therapy settings as they are unable to turn on their handset (mobility is overnighting patient a handset replacement). Patient may call back tomorrow once patient receives handset replacement for assistance with checking their therapy status. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. On 2022-sep-14, more information received. Patient called back repeating information previously reported in this case. Patient stated they got their new handset replacement and requested assistance checking their therapy status. Reviewed how to pair new handset with communicator and connect with ins. Patient successfully connected with ins then reported getting poor message (please check device battery level; therapy has been turned off). Patient dismissed poor message then reported getting data lost message (please contact clinician with option to only end session). Reviewed por and data lost message information and redirected patient to hcp to address. Patient stated they have got a data lost message in the past and stated at that time they called manufacturer representative and got it working at that time. Patient stated they will follow up with rep to assist with por/data lost messages. Redirected to hcp to further address this issue.